Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implantation, the physician experienced significant difficulty advancing the delivery system (ds) into the right ventricle (rv) due to the patient¿s complex cardiac anatomy. After several attempts, he was finally able to advance the ds into the rv and identify a potential target area. Echocardiographic evaluation confirmed a pericardial effusion/cardiac tamponade, perforation and a pericardiocentesis was performed. Despite continuous active drainage, pharmacological therapy and resuscitation efforts, the patient ultimately passed away.